Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's power management printed circuit assembly was replaced to address the issue. Unrelated to the service required code, the exhaust fan assembly, 43-micron filter and trilogy o2 preventive maintenance kit was replaced to prevent failure.

Manufacturer narrative:
The product investigation laboratory (pil) received the subject power management board with the allegation of "e-246 err_not_charging_int_li_ion" at the service center indicating the internal lithium-ion battery was not charging. Pil completed testing and evaluation of the returned component and could not duplicate the "e-246 err_not_charging_int_li_ion". Pil has determined that the power management board functions as designed and could not duplicate the allegations.